Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became warm to touch while connected to a power source. There was no reported impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support showed the pump temperature remained within operating ranges.